Event description:
It was reported an intra-aortic balloon pump was alarming "volume loss" during counterpulsation. The pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications involved. No further details were available regarding the circumstances surrounding this event. The bio-med dept at the user facility evaluated the balloon pump. The diaphragm was exchanged at which time it was noted a clamp had fallen off the dome assembly. The clamp was repaired. The pump functioned as intended and was placed back in service. The operating manual outlines the procedure for locating the possible causes for a "volume loss" alarm. Co believes the appropriate maintenance of this device could have prevented this event and does not attribute it to the device.